Manufacturer narrative:
The patient's gender is unknown. Review of lot 15836558 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the iliac artery, after pre-dilatation was conducted with a balloon (4mm), a palmaz stent delivery system (sds) was delivered and inflated at the lesion. However, its balloon ruptured at nominal pressure. The stent was placed in the lesion successfully, but it was not dilated fully. There was no difficulty removing the sds from the patient. Therefore, post-dilatation was conducted with a non-cordis balloon (size unknown). However, the balloon got stuck with the palmaz stent and vessel dissection occurred. Therefore, the physician treated the dissection with a smart stent and the procedure finished successfully. There was no patient injury reported. The target lesion was heavily calcified and the rate of stenosis was 90%. There was no difficulty removing the sds from the packaging or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. It is unknown the contrast media used or the contrast to saline ratio used. There was no resistance/friction while inserting the sds through the guide catheter or advancing the sds through the vessel. The sds did not kink while being used. The sds was inserted into the patient once. Review of lot 15836558 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis. Vessel characteristics (heavy calcification, 90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available for review suggests that the issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta) to the iliac artery, it was reported that after pre-dilatation was conducted with a balloon (4mm), a palmaz stent delivery system (sds) was delivered and inflated at the lesion. However, its balloon ruptured at nominal pressure. The stent was placed in the lesion successfully, but it was not dilated fully. There was no difficulty removing the sds from the patient. Therefore, post-dilatation was conducted with a non-cordis balloon (size unknown). However the balloon got stuck with the palmaz stent and vessel dissection occurred. Therefore, the physician treated the dissection with a smart stent and the procedure finished successfully. There was no patient injury reported. There was no difficulty removing the sds from the packaging or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. It is unknown the contrast media used or the contrast to saline ratio used. There was no resistance/friction while inserting the sds through the guide catheter or advancing the sds through the vessel. The sds did not kink while being used. The sds was inserted into the patient once. The target lesion was heavily calcified and the rate of stenosis was 90%.